Event description:
This was a spontaneous self report from a female patient of an unspecified age from the united states: (B)(6). The patient's height and weight were not reported. The patient had previously used the precise pain relieving heat patches and never had any adverse effects (no reaction on previous exposure to drug). The patient used one precise pain relieving heat patch (topical, batch 1006092, expiry date 31-may-2013) as directed on (B)(6) 2012 unspecified indication. Concomitant medications were not reported. After product use, the patient's skin burned off "in a quarter-sized area and the rest blistered." Action taken with precise pain relieving heat patch was unspecified. The patient outcome was unspecified for application site burn and application site blister. This report was serious (medically significant) and reportable (serious injury).